Manufacturer narrative:
(B)(4). G2- japan. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee arthroplasty procedure, the articular surface didn't mate with tibia plate. The surgeon confirmed there was no foreign substance between the implants. Subsequently, another articular surface was used to successfully complete the procedure. Attempts to obtain additional information have been made; however, no more is available.